Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024- 07721- device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula was kinked on (B)(6) 2024.the blood glucose level of the patient was 612 mg/dl which was treated by correction bolus via pump. The issue occurred with six similar types of infusion sets and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.